Event description:
It was reported that the display of the external pulse generator (epg) was cracked/broken. It was also reported the display has a crack/damage in the upper left part of the screen. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is out of specification (segments missing). Upper and lower cases are broken. Ring cover and two side bail covers are broken. Battery release, lead flex cover, and battery contacts are contaminated. Ring is bent and one side bail is missing. Battery flex is contaminated.